Event description:
It was reported that this implantable pacemaker entered in safety mode. Due to this, the device exhibited pacing inhibition, leading to the patient experiencing a syncope episode. The patient was hospitalized and the next day the device was explanted and replaced. This device is expected to e returned for analysis. No further adverse patient effects were reported.